Event description:
It was reported that the sensors are coming apart prior to insertion. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
Findings: reliability analysis inspected 1 opened /used enlite sensor and found sensor separate from insertion needle. Unable to confirmed customer received sensor in said condition due to customer returned opened /used.